Event description:
Device 1 of 2. Ref MFR report # 1627487-2012-11594. The pt received two separate scs systems. It was reported the pt had discomfort at one of her ipg sites. The physician planned to relocate the ipg from her left abdomen to her right hip. An attempt to determine the status of the procedure was unsuccessful. It was undetermined which ipg had the issue so both will be reported.

Manufacturer narrative:
Removal/correction report number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.